Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "device heat just keeps increasing and won't lower down. Customer not hurt." No further information is currently available.